Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 31-oct-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h23157.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 27-sep-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium result of >9 mmol/l on a patient. There was no patient information at the time of this report. Method; date ; tested; result; sample; I-stat (B)(6) 2023 14:59 >9 mmol/l a. Lab (B)(6) 2023 15:30 4.30 mmol/l a . At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.